Event description:
A report was received that alleges that the tracheostomy tube was found leaking at the cuff after an unk amount of time in situ. Upon discovery of the tissue, the pt's caretaker performed an emergent exchange of the tracheostomy tube. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed.